Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2021, the patient arrived at the hospital with refractory ventricular tachycardia to the ICU (intensive care unit) when external defibrillation failed. From log file analysis it was observed that there were low voltage advisories and power cable disconnects while on batteries. The low voltage advisories were due to the patient running the batteries below the low voltage advisory threshold. The power cable disconnects looked to be an issue with the battery clips not making good contact with the batteries. On (B)(6) 2021 at 1:26 the patient's set speed dropped to 8000 rpm, at 2:52 the patient went to low flows, and at 3:59, the driveline was disconnected. The patient passed away on (B)(6) 2021 due to sepsis and right ventricular failure. High flow and power data points were intermittently noticed in the history screen. The equipment was working as intended up to the point the patient expired.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), and the reported biventricular failure, septic shock, cardiogenic shock, and refractory ventricular tachycardia could not be conclusively determined through this investigation. A cause for these events could also not be determined. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. The file revealed nearly flat trends in power and flow prior to the fixed speed being set below the low speed limit on (B)(6) 2021. This event resulted in persistent low flow events until the driveline was disconnected. Hmii lvas, serial number (B)(6), was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including right heart failure, sepsis, arrhythmia, and death. This section also addresses pump speed, power, and flow and explains that pump power is a direct measurement of motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 "patient care and management" explains that "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." This section also outlines treatment options for right heart failure, and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also contains information on minimizing the risk of infection, including a subsection on ¿controlling infection,¿ and lists arrhythmia as a potential late postimplant complication. Heartmate ii lvas patient handbook: section 4 ¿living with the heartmate ii¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean and undamaged. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had mixed shock on arrival (cardiogenic and septic). The patient's right ventricle systolic function had been moderately reduced at the time of implant, and echocardiogram on (B)(6) 2021 noted biventricular failure. The source of the sepsis and septic shock was unclear.